Manufacturer narrative:
Investigation/conclusion: it is not possible to determine whether the change in value was due to a change in the patient's status rather than the device, since there were twelve (12) days between the last inratio inr result and the laboratory inr result. The products were not returned; therefore, retain strips were used for investigation testing. The retain strip testing results met both accuracy and precision criteria. The root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency with the inratio test strips. Further investigation of discrepant low inratio results is documented in (B)(4).

Event description:
On (B)(6) 2012, the son of a patient contacted alere (B)(4). The son explained that his father (a patient self-tester) experienced discrepant results on his inratio monitor versus laboratory results and he reported the following inr information: (B)(6) 2012: inratio=1.6. (B)(6) 2012: inratio=2.1. (B)(6) 2012: lab=4.9. On (B)(6) 2012, twelve days after the last known inratio result, the patient was hospitalized for an increased inr and a brain bleed. He was taken off of coumadin and given vitamin k at that time. The patient's son stated the patient died on (B)(6) 2012 of a brain bleed. (B)(4) is conservatively filing this event as an MDR with "death" as the type of reportable event, despite the twelve-day gap between the last known inratio result and the laboratory result, because the alleged inratio discrepant result cannot be ruled out in these circumstances and the reported cause of death was a brain bleed.